Event description:
"A second case today where they have to revise the stanmore distal mets prosthesis due to the femoral component rotating, leaving the patient unable to flex his knee properly and foot in external rotation. The male taper had again broken leaving the femoral component free to rotate."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding crack/fracture and disassociation involving a mets distal femur femoral stem was reported. The event was confirmed via evaluation of the returned devices. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device was performed as part of the material analysis: "the image depicted shows the mets distal femoral system comprising curved femoral stem, femoral knee component and tibial component assembly with fracture location highlighted. On visual examination, fracture of the lug on the proximal end of the curved femoral stem was observed. Stereo microscope imaging was performed on the tapered proximal end and oval collar of the curved femoral stem, as well as the femoral knee component. Mechanical damage was observed due to wear/abrasion at the interface between the oval collar and the femoral knee component. Figure shows evidence of mechanical damage on the tapered proximal end of the curved femoral stem. The image depicted also shows there is evidence of discoloration and wear on the stem taper. Figure shows the bore of the shaft with evidence of wear on the bore. Figure shows a stereo microscope image of the angled surface on the femoral stem. No impact marks were observed on the angled surface which is used to disengage the stem during removal. Figure shows a stereo microscope image of the full fracture surface associated with the tapered proximal end of the curved femoral stem. The macroscopic surface features observed on the fracture surface (rachet marks, beach marks) indicate the component fracture in fatigue due to bending motion. Based on macroscopic features observed, the approximate locations of fracture origin and final fracture were determined. " material analysis: a material analysis was performed on the returned device which indicated the following: "review of the mets distal femoral system comprising curved femoral stem, catalogue # msiss-o15x36x44c, lot code b13678/z6, femoral knee component, catalogue # mkfe-rstd, lot code a18412 and tibial component assembly, catalogue # mkrhp-std, lot code a17903 confirmed fracture of the lug on the stem. Visual, stereological and electron microscopy examination identified wear and discoloration on the inside of the femoral and on the stem. The wear observed was likely due to the loss of lock between the femoral and the stem. The lug was observed to be fractured in the recess of the femoral, the loosing of the stem was identified as a likely contributing factor to the fracture of the lug, which fractured in fatigue due to bending motion. The cause of loss of the initial lock is not detectable due to the extent of wear damage." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records for lot b13678 indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to the femoral component rotating, leaving the patient unable to flex his knee properly and foot in external rotation. Fracture of the femoral stem was discovered intraoperatively. A material analysis was performed on the returned device which indicated the following: "review of the mets distal femoral system comprising curved femoral stem, catalogue # msiss-o15x36x44c, lot code b13678/z6, femoral knee component, catalogue # mkfe-rstd, lot code a18412 and tibial component assembly, catalogue # mkrhp-std, lot code a17903 confirmed fracture of the lug on the stem. Visual, stereological and electron microscopy examination identified wear and discoloration on the inside of the femoral and on the stem. The wear observed was likely due to the loss of lock between the femoral and the stem. The lug was observed to be fractured in the recess of the femoral, the loosing of the stem was identified as a likely contributing factor to the fracture of the lug, which fractured in fatigue due to bending motion. The cause of loss of the initial lock is not detectable due to the extent of wear damage." Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"A second case today where they have to revise the stanmore distal mets prosthesis due to the femoral component rotating, leaving the patient unable to flex his knee properly and foot in external rotation. The male taper had again broken leaving the femoral component free to rotate."